Event description:
In this event it is reported that a cavitron 300 series package allegedly the sterimate and insert were heating up during use. No injury occurred.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
DHR review is not required because the product was returned for evaluation. The service technician could not replicate the failure noted in the complaint with the returned unit. No additional action is necessary. Refer to the repair notes below. Notes: 07/03/25 repair tech: (B)(6). 000 evaluated, meets specifications, contact customer. Replaced damaged/worn components and recalibrated unit to factory specs. Qa-gb. Could not duplicate the complaint of hand piece heating up (not during use). Ran the unit for over 30 minutes and another 30 minutes with just the unit on and not in use without being able to duplicate the handpiece getting hot. Check your inserts for any clogging or damage. Make sure only 30k dentsply sirona inserts are being used with this unit, any other brand can cause issues. Hp 10/2023, hdpc 10/2023. Within warranty? No. Within warranty? No. Within warranty? No.